Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter an unknown quantity of clearlink system duo-vent continu-flo solution sets in which the users are having a hard time getting the regulating clamps to completely shut off, resulting in some extra drug solution leaking through. The staff has been told to use extra force to ensure the clamp is closed when desired to do so. The conditions occurred during patient use. There was no patient injury or medical intervention associated with these events. No additional information is available.